Event description:
According to the customer, the end-user was leaning on the rail while receiving a "bed bath" when the rail "collapsed" causing her to fall onto the floor.

Manufacturer narrative:
According to the customer, the end-user was leaning on the rail while receiving a "bed bath" when the rail "collapsed" causing her to fall onto the floor. The customer reported she went to her physician due to having "severe pain" in her "knees, shoulder, and ribs". The customer reported that all the "x-rays" performed were "negative" for fractures, but the physician prescribed her "tramadol" for her pain. The customer reported there was no serious injury related to the reported incident. No additional details are available related to the customer reported issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.